Manufacturer narrative:
The investigational analysis has been completed on (B)(6) 2021. It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto® 3 system and map shift issue occurred. A map shift of about 1 centimeter was observed and the carto did not display any immediate error or warning message. The patient did not move. The customer managed to bypass the issue. No adverse patient consequences were reported. The issue was investigated. It was found that the reported map shift was caused due to high metal values during fast anatomical mapping acquisition. A manufacturing record evaluation was performed for the system r10024, and no internal action related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the map shift issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto® 3 system and map shift issue occurred.a map shift of about 1 centimeter was observed and the carto did not display any immediate error or warning message. The patient did not move. The customer managed to bypass the issue. No adverse patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.